Event description:
A malfunction alarm occurred with the customer's pump during the loading process. There was no reported impact on the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy, and technical support arranged to replace the pump. The customer was guided on returning the faulty pump and acknowledged the instructions.